Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is not currently available.

Event description:
It was reported by the sales rep that the customer's healix advance br 3 suture with orthocord broke during a rotator cuff repair at the start of the distill threads. The case was completed by creating a new bone hole and putting in another anchor. The sales rep stated that the broken anchor remained in the patient. There were no patient consequences or delays. The device was discarded by the customer.

Manufacturer narrative:
Product complaint # (B)(4). Device manufacture date was corrected and this report includes the investigation summary as well. Investigation summary: the complaint device was discarded and not available for evaluation. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one similar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.